Event description:
The event which occurred on (B)(6) 2022 and was reported on (B)(6) 2022 involving pentax endoscope model eg27-i10 and serial number (B)(4) with the description of "customer reported scope malfunction - uncontrolled suction happened yesterday again, as in previous cases the malfunction resulted in several lesions on the stomach wall. The suction stays constant regardless of the valve being depressed. This has caused multiple hematomas before recognition of the issue. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The endoscope was received by pentax medical for evaluation on 01-dec-2022. The endoscope was inspected by pentax medical service under work order (B)(4) and the technician was unable to duplicate the user complaint and documented the following inspection findings: customer complaint findings: customer complaint not duplicate, scope leak test function: dry leak test pass, scope leak test function: wet leak test pass, scope electrical test function: dst electrical safety test pass, scope electrical test function, scope electrical test function: resistance electrical test pass, r/l lock knob. The investigation is inprocess. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: f7: follow up #01. Evaluation summary: based on the evaluation of the returned endoscopes, the service team was unable to duplicate the users complaint. In this case, based on the reporter narrative, it was speculated that the suction valve made by a third party had failed, and constant suction was derived regardless of whether the valve was operated or not. (The function of blocking the negative pressure from the suction device in the standby state is assumed by the suction valve, and it is thought that the sealing rubber for that blocking was damaged.) Pentax medical did not receive a copy of the investigation from the OEM manufacturers for the valves, so the cause of the failure of the OEM suction valves(buttons) could not be established. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.